Event description:
Health care facility reported receiving high readings on their precision pcx blood glucose monitor. Facility reported receiving a reading of 98 mg/dl compared to a laboratory result of 41 mg/dl, and an additional reading of 149 mg/dl compared to a laboratory result of 23 mg/dl. All readings were obtained within a 10 minute timeframe. The results when plotted on a parkes error grid fell into the "c" and "d" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.